Event description:
During the removal of the catheter, the cuff separated from the catheter body. Unfortunately, a second cut down was required to facilitate the removal of the cuff. Examination of the bond surface revealed void areas where there is no apparent evidence of bonding. Implanted (B)(6) 2012.

Manufacturer narrative:
The complaint of a detached heat sleeve/surecuff is confirmed. According to the e-mail that was sent by the complainant, two photos of the complaint sample had been taken. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant. The two photos show the heat sleeve/surecuff has detached from the catheter. This is all that is discernible in the picture. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.